Manufacturer narrative:
The product was returned for evaluation. The returned mlx lightsource found external and internal physical damage including the top trim was cracked, and the turret and wolf port were burnt. The front bezel was found to be melted on the inside. The nature of the damage found is consistent with use of the light source outside of the indication for use. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(6).

Event description:
It was reported that a wolf port was damaged, and burnt on the 00mlx mlx 300w xenon lightsource due to the customer using a stryker headlight. It is unknown if there was patient contact. Additional information received on 15mar2019 stated that it is unknown if the patient was prepped for surgery, and whether there was smoke/flame. There was no surgical delay and no impact/injury reported. Request for additional information was requested.